Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a multiple pump error alarm. Customer's blood glucose value was unknown. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated they were able to clear the alarm however unable to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device was received with pump error 35 alarm during rewinding due to moisture damage on motor electronic assembly. Unable to verify pump error 43 due to pump error 35 alarm. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Pump error 53 alarm found in the pump history due to software error.